Event description:
The physician first attempted to withdraw sds into the guide, but felt some resistance and removed the entire system. Physician then noticed the stent was not on the sds, could not visualize the stent.